Event description:
A customer reported a visit to the emergency room due to a diabetes-related issue while using an insulin pump and related supplies on (B)(6) 2025. The lowest recorded blood glucose level was 52 mg/dl. It was suspected that the basal rate settings in the pump's personal profile caused this low blood glucose level. No issues were observed with the cartridge, infusion set tubing, or insulin. The customer consumed carbohydrates to address the issue, and tests were conducted in the ER. A healthcare provider recommended adjustments to the basal rate settings as part of the resolution, and the customer's health was not permanently affected. The issue was resolved and the customer was released later the same day.